Manufacturer narrative:
H6: investigation summary four photos and one sample were received by our quality team for evaluation. Upon inspection of the customer photos, it was noted that the button has been engaged and is currently sitting in the position that would release the hub allowing for retraction to occur. Upon inspection of the received un-retracted unit, it was noted that the hub in unable to rotate or move which is indicative of adhesive between the grip and hub. A microscopic inspection of the hub and grip was performed. Adhesive was found on the outside of the hub dripping down to the grip. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Adhesive on the outside of the hub may occur due to station or part misalignment or adhesive buildup on the nozzle. Operators inspect for adhesive on the outside of the hub and button per the sampling plan. Inspections are also performed during setup and downtime. Maintenance is also performed periodically to ensure proper function of the machine. The maintenance records were reviewed and verified to be up to date during the manufacturing of this lot. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract when the button was pressed. The following information was provided by the initial reporter, translated from japanese to english: "according to the customer's report, the hcp pressed the button but the needle was not retracted."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract when the button was pressed. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the customer's report, the hcp pressed the button but the needle was not retracted."